Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed that the insertion flexible tube fluid damage, the control body fluid damage, the up pulley wire fluid damage, the left pulley wire fluid damage, the right pulley wire fluid damage, the mechanical base plate fluid damage, the ccd drive pcb fluid damage, the electrical pin connector fluid damage, the lg connector fluid damage, the shield cover fluid damage, the rubber trim collar broken, the insertion flexible tube buckled, the remote control buttons cracked, the segment corroded, the control body corroded, the forward body frame corroded, the mechanical base plate corroded, the ccd drive pcb corroded, the electrical pin connector corroded, the lg connector corroded, the shield cover corroded, the light guide cable leak, the light guide cable cut, the remote control body case scratched, the u/d and the r/l knobs dirty, the lg water supply tubes dirty, the lg water jet supply tubes dirty, the distal body melted, the distal body worn out, the segment hard to move, the suction channel kink, and the u/d and the r/l knobs white marking faded/missing; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)", and/or the risk analysis results, it was evaluated to submit MDR.